Event description:
Additional information was received from the patient who called back stating they had to call an ambulance the night before last. The patient stated they had ruled out the causes and the patient's hcp (healthcare provider) had been blaming the symptoms on like uti (urinary tract infection) or sepsis and stated its either the patient's ¿clonaclinda syndrome¿ or the pump. The patient stated it will be at least 3 weeks before they can schedule an MRI. The patient mentioned incontinence, pain, and unable to walk again during the call. The patient inquired about medication concerns and if there was damage to the pump and if it was dispensing in another area of the body than intended. The agent redirected the patient to their hcp to discuss the medication and medical concerns.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) indicated that it was unclear what the issue was. There was no motor stall noted and the pump was replaced only, not the catheter, on 7/1. The hcp also stated that the volume expected was consistent with volume aspirated from the pump. The hcp indicated that there was no infusion system related issue and the cause was not determined. Actions/interventions taken included ongoing medication adjustments with pain management, psych "pcr" and urology. The hcp stated that the pump was still in place.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implantable pump. The indication for use was spinal pain indications. The patient reported that the morning of july 2nd they were in a level 3 pain, no headache or pins and needles. Now the patient was up to 7-8 on the pain scale and they have been in the hospital 6 times since then and are still having a spinal headache. The patient mentioned they must have had a uti (urinary tract infection) when they did the surgery, and no one knew it, so they slept until july 4th. The patient ended up going through sepsis and was in the ER (emergency room). The patient stated they don't really remember that first week. Per the patient they suspected the patient was going through some withdrawal, but they didn't know if that was pump related or due to them sleeping like a bear through hibernation and missing all their ly rica and things like that. The patient also mentioned their pain has been increased even though they increased the pump twice and they are getting pins and needles in all parts of their body. The patient said most of the pain was where their initial injury was but now, they have pain from the right side of the pump all the way across their back. The only thing that helps it is ice on their head and that's just barely. The symptoms are progressively worse. The patient also mentioned taking topamax and stated they were going to schedule an MRI. The patient inquired about adverse effects. A pump therapy manual was emailed to the patient. The patient was redirected to their healthcare provider to further address the medical concerns.

Manufacturer narrative:
Continuation of d10: product ID 8709sc serial# (B)(6) implanted: (B)(6) 2011 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 11-dec-2012, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.